Event description:
Meter was reading control inaccurately low. The readings reportedly were 9 mg/dl and 12 mg/dl. No range was reported. It was reported the patient was taken to the hospital and took insulin, however no readings or information on the hospitalization was given. The medical affairs specialist unsuccessfully attempted to call the patient to confirm the information. A letter was mailed. The customer care representative performed troubleshooting and twice the control solution test was out of range. The test strips were in good condition with the confirmation dot white before testing. The patient did not have new test strips to check with. The unit of measure was verified. Based on the information obtained there is indication the product malfunctioned based on the control solution test failing. However there is insufficient information to state the product led to an adverse event. The meter was replaced and return expected.